Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The burr lock mechanism assembly was disassembled and the following components for the lock tabs were found to be worn out: pawls, driven pawls shaft, lock cylinder, pawl release, seal pack and ball bearings. It was determined that evidence suggested that the cutter had been inserted incorrectly. The assignable root cause was determined to be due to various worn mechanical components and seal deterioration from improper handling, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was not sitting the burr. There were no delays to the planned surgical procedure. A spare identical device was available for use to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.